Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The result was reported to the physician(s) and a cardiac catheterization was performed on the patient. The sample was repeated and resulted lower. It is unknown what instrument the sample was repeated on or if the repeat result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated troponin result on one patient sample.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered fluid inside the luminometer and the incubation ring, fluid built up on the underside of the wash manifold due to inadequate vacuum pressure, a clogged fluid trap lid, and two vacuum lines that were incorrectly switched. The cse corrected the switched vacuum lines, cleared the clog in the fluid trap lid, cleaned the incubation ring, and replaced the wash manifold and luminometer. During follow-up with the customer, the customer stated that the instrument has been performing as expected since the service visit. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.